Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that patient faced infusion set cannula needle break event on (B)(6) 2025. Patient replaced infusion set and resumed insulin deliveries successfully no further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united arab emirates.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009051, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009051 was manufactured according to the work instruction (wi) version 81 and packaging in the machine multivac 12 on 08-sep-2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 4j01263 was manufactured according to the wi version 27 and manufactured in the line assembly of quick set, on 08-sep-2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 4j01227 was manufactured according to the wi version 27 and manufactured in the line assembly of quick set, on 06-sep-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.